Event description:
Information received a smiths medical ambulatory ambulatory infusion pumps/cadd administration sets - flow stop under infused remicade that had a volume of 250 ml to be delivered to the patient. The infusion ended with 37 ml left in residual bag; which was calculated at 15% under. No patient injury was reported. Complaint related to other files and delivery programed.